Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with broken cable inside the snake wrist. Additional observation not reported by the site was main insulation tube damage. The main insulation tube exhibited multiple damage with some materials removed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si gastric bypass procedure, the bowel grasper instrument stopped working. No patient harm, adverse outcome or injury was reported.